Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a magnesium sulfate infusion of unspecified dosage and rate failed without further description of the event. Details about the outcome for the patient have not been provided and there is no report of patient harm. It is further reported that the devices were tested, passed and were returned to service. Received a copy of the customer's medwatch report from the FDA which states, "patient in pre-term labor on a magnesium sulfate infusion. Pump failed in all three channels.."

Manufacturer narrative:
Correction on initial report: upon file review it was determined that this file was not reportable.